Event description:
It was reported that a patient who experienced presyncope presented in clinic during follow-up. Upon interrogation, the pulse generator was in back-up vvi mode. The device download was performed successfully. The patient symptom was resolved and was stable post intervention.